Event description:
Additional information was received as follows: the intervention was performed with a stent graft extension.

Event description:
Additional information was received as follows: it was reported that there was arterial occlusion which resulted in a secondary endovascular procedure (placement of stent graft extension and thrombectomy). The event was unresolved and was continuing at this time. The investigator assessed the event as not related to the procedure and the relationship to the device was not indicated. The previous distal type ib endoleak was assessed by the investigator as not device or procedure related. Placement of stent graft extension was done and another manufacturer¿s graft was used to bypass the external iliac artery to the internal iliac artery. A stent extension to the external iliac artery was also done on the left side. The event resolved and patient recovered. The arterial occlusion was later assessed by the investigator as not device or procedure related. Ballooning, placement of a stent graft extension and thrombectomy were performed. After the intervention the patient had discomfort ; however the event resolved and the patient recovered.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 59 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 35 mm, proximal diameter of non-aneurysm aortic neck was 23 mm, distal diameter of non-aneurysmal aortic neck was 23 mm, diameter of the right iliac artery was 9.2 mm, diameter of the left iliac artery was 9.4 mm, diameter of the right femoral artery was 10.5 mm, and diameter of the left femoral artery was 9.4 mm. The right iliac artery was mildly tortuous. The left iliac artery was moderately tortuous. Degree of circumferential thrombus and / or calcification was 0%. It was reported that there was a type ib (distal) endoleak observed which required other medical or surgical intervention to be performed. The type ib endoleak resolved and the patient recovered. The investigator assessed the event as not related to the procedure and did not assess the relationship to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).